Event description:
Reporter alleged the lancet needle from the softclix device used in finger-stick blood glucose testing would not retract after it was used and protruded beyond the end cap. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated.the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 106 mg/dl, 114 mg/dl and 473 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of lightheadedness and faintness but no report of losing consciousness. There was no report of third party medical intervention, death or permanent impairment associated with this event.